Manufacturer narrative:
As reported, in a mynxgrip vascular closure devices survey the respondent 13, indicated conversion to manual pressure. Additionally, a femostop was used as complete hemostasis was not achieved. There was hematoma, in situ-subcutaneous. It was not clinically significant. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without procedural films, since the patient related events cannot be duplicated in a lab, the reported customer complaint " sealant failure to achieve hemostasis and hematoma" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, in a mynxgrip vascular closure devices survey the respondent 13, indicated conversion to manual pressure. Additionally, a femostop was used as complete hemostasis was not achieved. There was hematoma, in situ-subcutaneous. It was not clinically significant. The device will not be returned for evaluation.